Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a failed battery test alarm. The customer also reported that they were going through battery quicker than usual. The customer's blood glucose was 171 mg/dl at the time of incident. The customer stated that the battery cap was damaged. The insulin pump will not be returned for analysis.